Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the error logs were found to have recorded error 23118 pointing to axis 3. The unit was tested on an in-house system in normal mode where it triggered error 23210. The unit was tested on a patient side cart (psc) fixture test platform (pftp) where it failed sine cycle with error 23118 on axis 3. No signs of damage were observed during visual inspection. The insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) was found to be the root cause of the reported event. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the customer experienced a repeated recoverable error. The field service engineer (fse) contacted technical support to report that the issue had previously been reported to him by the customer. The technical support engineer (tse) reviewed the error logs and identified multiple instances of a recoverable error 23118 which pointed to universal surgical manipulator (usm) 1 and was reported by universal motion controller (umc) 1. Since a spare umc board was not available stock, the tse advised the fse that further troubleshooting was required with a likely need to replace usm 1. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event/error was initially reported to the clinical sales representative (csr), who reported the issue to the field service engineer (fse) within minutes on the same day. The fse gathered additional information and subsequently contacted the tse for guidance on what could be causing the fault and what could be done to resolve the issue. The fse did not speak to the site or know how the procedure was finished at the time. When the repair was completed, the customer advised that they had repeatedly recovered the error and then disabled the affected usm to complete the procedure with three usms. The procedure was confirmed to be a prostatectomy and the patient's gender as male. The customer was unable to release further information regarding patient demographics and patient related information.